Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the verse x25 inserter/tightener (p/n: 299704230, lot #: gm4756201 ) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the tip of the device was stripped. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed - expedium verse x25 final tightener. Complaint confirmed? Yes, the device received was stripped. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the verse x25 inserter/tightener (299704230, lot #: gm4756201 ). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm4756201 was released in two batches. Batch1: lot was released on dec 30, 2016 with no discrepancies. Batch2: lot was released on dec 30, 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that (B)(6) 2020 during an unknown procedure, the tip of the instrument was spinning in the head of unitized set screws when attempting to final tighten at the end of the procedure. They persisted until all screws were torqued off. There was evidence of stripping/damage to point of set screw inserter at conclusion of procedure. There was no patient consequence. There was a surgical delay of less than five (5) minutes. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown); unknown rods (part# unknown, lot# unknown, quantity unknown). This report is for one (1) verse x25 inserter/tightener. This is report 1 of 7 for (B)(4).